Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out-of-range (oor) shock impedance and was detected via the patient's remote monitoring system. This crt-d and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.